Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was programmed "on" and prepared for implant but was not opened or used and was put back on the shelf. The device was checked several months later and interrogated a battery voltage that was determined to be unacceptable for implant. The device was removed from service. There was no patient involvement.